Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1276 mg/dl, higher levels of troponin, and a high ketone level identified as dangerous by healthcare provider. The cause of the elevated bg level was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.